Event description:
The customer reported that after boot-up, a "low ma" error appeared after exposure.

Manufacturer narrative:
The system was repaired, found to be operating as intended, and released to the customer for use.